Event description:
During a retrospective complaint review, devilbiss healthcare examined a complaint received from a distributor around (B)(6) 2019 involving a devilbiss suction unit reported to demonstrate "yellow and green lights blinking when unit is plugged to the outlet and would not turn on." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and determined that it was subjected to back-suction, a condition resulting from the aspiration of contaminated materials into the suction device. Such contamination inside the device suggests the unit may have been used outside of its intended use. The risk of fluid/material being aspirated back into the suction unit is discussed in detail in the product's instructions for use, noting that such an event may damage the vacuum generating components, requiring repair or replacement of the unit.

Event description:
Devilbiss healthcare received a complaint of "yellow and green lights blinking when unit is plugged to the outlet, will not turn on" involving a suction device. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned to devilbiss for evaluation. The root cause of the failure mode was back-suction of evacuated contents into the unit, rendering the unit unrepairable. This condition is the result of failing to operate the device as intended.